Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of particles in the tubing/chamber. There is no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of particles in the tubing/chamber. There is no allegation of serious or permanent harm or injury. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged visualization of particles in the tubing/chamber, headaches, nausea, head/sinus congestion. There was no report of serious or permanent patient harm or injury. The device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of device and the humidifier were completed by the manufacturer and found evidence of indeterminate contamination on exterior underside of device near labels, multiple indeterminate contaminants in the humidifier chamber, indeterminate contamination on the interior of the humidifier drybox, multiple contaminants on the interior of humidifier rear panel, contamination around the air inlet, bio-contamination on the humidifier flip lid seal and interior of humidifier chamber, liquid stain. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer confirmed that the heater tube and heater plate heats during the investigation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with multiple contaminants on the interior of humidifier rear panel, contamination around the air inlet, bio-contamination on the humidifier flip lid seal and interior of humidifier chamber, liquid stain and indeterminate contamination on exterior underside of device near labels, multiple indeterminate contaminants in the humidifier chamber, indeterminate contamination on the interior of the humidifier drybox were inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.